Event description:
While using fluoroscopy on the cysto bed, the generator made a very loud noise, then quit working. Dr was just completing putting a stent in. Patient under general anesthesia at the time. Room was shut down, new generator installed from company.